Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a false signal artifact monitoring (sam) episode due to a surgery that occurred at the same time. The vector was reprogrammed back to the atrium. The pacemaker remains in service at this time. No adverse patient effects were reported.